Event description:
Additional information received reported that the patient was ¿not getting any better from the therapy¿ and the health care professional supposed to take him off of what he was on and try something else. Every time the patient went in, the health care professional just kept refilling the pump. The patient was prescribed with morphine to take orally. Last pump refill occurred on (B)(6) 2012. It was noted that the patient was just sick every day and his body swelled up. He lost all of his teeth and his body just ¿kept deteriorating.¿ the patient could hardly walk because of edema.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patients pump was turned off (B)(6) 2012, the exact date was unknown. The outcome of the patient was not provided. At the time of this report, the patient was visiting with his physician.

Event description:
It was reported the pump started alarming in (B)(6). The patient experience withdrawal with symptoms of severe shakes and heart palpitations. The patient went to the hospital and went under medications. In (B)(6) hcp stopped refilling the pump as it was believed it was not helping the patient. The pump was silenced in (B)(6). The patient was dissatisfied that when they said they would silence the alarm in (B)(6), it was believed that they did not as the pump began alarming again in (B)(6). The alarm was then ¿permanently silenced¿. When the patient experienced edema his legs ¿kept on getting bigger and bigger¿. Hcp refused to turn it off or refused to fill it back up because the patient had edema in their legs so severely and was not getting any better. The patient could hardly walk or do anything. When the patient got off the narcotics, their legs and edema went down tremendously. The patient followed up with their hcp. Patient had been on narcotics for almost ten years and no longer wanted to be on them. The pump was also delivering morphine.

Event description:
It was reported that a pump alarm had started to go off. It was believed to be the single tone pump alarm. It was noted that the patient was doing ok without the medications, and they could deal with the pain. The patient was looking for a new physician. Two days later, it was believed that the patient had missed a refill, and withdrawal was reported. It was reported that the device system was used to deliver dilaudid and another unknown drug. The patient had started getting chills and then hot the previous night. It was later reported that the patient had gone through an initial dehydration after the missed refill. The patient was still dealing with increased blood pressure and anxiety about one month later. The pump continued to alarm. The patient had been to the emergency room (ER), but the ER would not do anything with the pump. The patient just wanted the alarms silenced. It was later clarified that the device system was used to deliver hydromorphone (dilaudid), clonidine, and baclofen. The patient was on oral medications for pain. It was also noted that the patient had edema in his legs when using the pump. Decreasing the medication dosage had been discussed with the physician, but never implemented. Since the pump had been empty, the edema had gone away. It was reported that a general care physician had agreed to prescribe the pump alarm to be shut off. It was noted that the patient may or may not use the pump again in the future.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).